Event description:
It was reported that the surgeon did a preloaded multifocal 23.5 diopter intraocular lens (iol) exchange. Patient was unhappy with their vision and it was replaced with same model 21.5 diopter lens. Additional information received stated that the original lens of dxr00v +23.5 diopter was replaced with dfr00v +20.5 diopter. Patient had a refractive surprise. The patient stated she thought she had lasik in both eyes despite not seeing lasik flap. Calculations for post lasik was done and the patient landed very myopic. A lens exchange was performed with calculations without prior lasik surgery to correct myopia. No other patient injury or intervention required. Patient was happy with replacement lens and current visual acuity. The replacement lens remains implanted in patients eye. Patient had better distance vision at her one day post op examination. No other information is available.

Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between 11/3/2023 and 11/16/2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.